Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 28-jan-2026, it was reported by a patient via email that an implant was placed in the foot on (B)(6) 2025. Per the patient, the hinge or staple component broke three times, and a revision procedure was performed to remove the component. The patient has attended therapy.